Event description:
Customer reported device = 497 mg/dl at 5:18 pm. Customer was not feeling well. Customer took 2 types of insulin. About 30 minutes later, blood glucose elevated, however could not recall the value. Customer took another 5 units of insulin. Device = 500 mg/dl. Ambulance was called emergency medical technician (emt) device = 111 mg/dl and tested pt's device - 529 mg/dl. Emt monitored customer, gave pt an IV and dextrose, and took pt to the hospital. No controls and strips were expired. A request was made for return product and replacement product was sent.